Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in patients with acute and chronic dissections. Potential device or procedure related adverse events include reoperation.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a descending aortic dissection rupture. It was reported that on follow up computed tomography (CT) dated (B)(6) 2014, the physician diagnosed a proximal type I endoleak. There was aneurysm sac enlargement of 5.1mm from (B)(6) 2014 to (B)(6) 2015. The physician chose to reintervene on (B)(6) 2014, and implanted an additional aortic endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.